Event description:
It was reported that the handpiece heated up during an oral procedure. There were no injuries to the patient or user, and no adverse consequences were reported.

Manufacturer narrative:
Upon disassembly, a shattered driveshaft bearing was found which can cause the device to overheat due to friction rub between the driveshaft and spindle housing. Worn rotor assembly bearings were also found, which can contribute to overheating due to friction. Corrosion of the motor cartridge contact pins will allow excess current draw, causing the pins to burn.